Event description:
The patient's dentist told patient shouldn't have gotten byte aligners due to patient having a muscle in between the gap called a "frenum" and he told the patient should've been screened on this before getting byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.